Manufacturer narrative:
The device was returned to smiths medical, and the customers problem was confirmed. The device's delivery accuracy was running at three different tests, all of the test were found to be over the manufacturing specifications. To correct the problem, the pump's expulsor was replaced to bring the delivery into more nominal of a range. The root cause is undetermined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device fails accuracy -7.2% (at testing/date unknown). No patient injury was reported.